Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not producing oxygen. The patient reportedly was cyanotic and was admitted to the intensive care unit. The patient was discharged from the hospital 4 days later. The device has not been returned to the manufacturer for evaluation. A follow up will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has received information from a third party service center regarding an everflo oxygen concentrator that allegedly was not producing oxygen. The device was returned to the durable medical equipment (dme) supplier's corporate office and was evaluated. The device passed all final testing and was placed back into service.